Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, low reservoir alarm and drive/motor anomaly. The customer's blood glucose reading was 400+ mg/dl. The customer treated with infusion set change. The customer stated that she did not receive a warning for low reservoir alarm. The customer stated that the drive support cap appeared normal. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. Low reservoir alarm, empty reservoir alarm and no reservoir alarm functioned properly. The drive motor was inspected and no drive motor anomaly was noted. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had missing end cap sticker, cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.